Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving dh-29cr. It was reported that the hood separated and fell into the gastrointestinal tract twice during a submucosal dissection. The pieces were retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.